Manufacturer narrative:
Complaint confirmed for straight shots due to a small piece of wire being lodged in the tip. This occurs when the user deploys more than the recommended number of constructs as specified in the instructions for use for this device.

Event description:
It was reported that the device has a broken shaft. Upon receipt of device and preliminary evaluation on 6/11/07, device was found to have wire in the tip causing straight shots, an MDR reportable event.